Manufacturer narrative:
Additional pro codes in block d2b. Block b3: exact date unknown, event occurred in november 2024. Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7111040. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7113450. Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, serial: n/a, batch: 31437525. Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, serial: n/a, batch: 31437525. Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7105030. Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7104926.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced dehiscence at the burr-hole cover implant and auricular incision sites. Cultures taken tested positive for serratia bacteria. According to the physician, the dehiscence was at the screw part of the device however it is unknown if that contributed to the event. The patient underwent a procedure where all the dbs devices were removed. Physical analysis of the dbs devices was not performed as they were retained by the facility. The patient was prescribed anti-biotics and did well post-operatively.